Event description:
Customer reports that she obtained results of 126mg/dl and 368mg/dl during one comparison on the same device within 3 minutes. She also reports another comparison where the same device read 77mg/dl and 139mg/dl within 3 minutes. No action was taken based on device results. No adverse event reported and no treatment received no quality controls were used. Requested return of suspect device and replacement was sent.